Event description:
Intermittent sporadic pt results are being generated by the cell-dyn 1700 analyzer. A pt generated an initial hemoglobin result of 7.6 g/dl that was reported from the lab. A physician questioned the result and the pt was redrawn five days later with a hemoglobin value of 12.3 g/dl. This value was accepted based on the clinical history of the pt. Controls have been within specifications on all runs. A precision run and calibration verification run gave acceptable results. There is no impact to pt management reported.